Manufacturer narrative:
Analysis was able to confirm the stated reason for return, the touch screen was out of specification and the keyboard hinges were broken. There were also errors in the update history. The touch screen assembly was replaced and calibrated, both keyboard hinges were replaced and new software was installed. The device was cleaned and it then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer's keyboard case and that there was distance between the screen and the pen. The programmer was returned for service. No patient complications have been reported as a result of this event.